Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and scabbing sore, under the right breast and electrode. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest for several hours throughout the day. Follow up with the patient indicated that the patients skin irritation improved.